Manufacturer narrative:
This report is submitted to provide additional information and correct initial reporter (section e) information. Update to section d10. Correction to sections e1, e2 and e3.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed and error code b30 is caused by a worn-out output connector. The cause of the worn-out output connector could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem was confirmed and the cause isolated to a worn scope connector. The investigation is ongoing and a conclusive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error code "b30" occurred and no image was present on the monitors. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.